Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2019. It was reported that the patient¿s implantable neurostimulator battery stopped working around (B)(6) 2019. This was clarified to mean that he no longer feels stimulation, and when he tries to increase the intensity, he gets a settings not available message on the patient controller. The patient controller connects with the implantable neurostimulator with no problem. The patient had tried removing and re-inserting the battery pack out of the patient controller, adjusting programs under the 1 group that he available, and charging the implantable neurostimulator to full; however, these actions did not resolve the issue. There were no further complications reported.